Event description:
It was reported that the issue was discovered when the machine was turned on in early november, device was plugged in over the weekend, and another attempt was made on the monday to turn the machine but still alarming and displayed a message "defective battery". There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the issue was discovered when the machine was turned on in early november, device was plugged in over the weekend, and another attempt was made on the monday to turn the machine but still alarming and displayed a message "defective battery". There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint the machine alarmed and displayed the message "defective battery" was confirmed during laboratory testing and log analysis. The returned suspect pcu was powered on, in the "as received" condition and the device displayed an error message "defective battery". The battery was temporarily replaced with a known good dchu battery for testing purposes only. The ¿optimal and fast battery conditioning¿ were performed, the battery conditioning tests were completed with no errors or malfunctions. Additionally, preventive maintenance (pm) task was performed on the suspect pcu. The pcu failed the instrument inspection due to observed physical damage; however, it successfully passed the other tests without observed errors or malfunctions. The event date and time were not reported. Review of the pcu error log showed 27 (twenty-seven) error codes 120.4530.5 (psp_charge_voltage_high_failure) from 07 february 2025 to 18 november 2025. The error code 120.4530.5 indicates a defective battery. The bd alaris¿ pc unit system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The bd alaris¿ system with guardrails¿ suite mx user manual (v12.1.3) states that if the device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for 16 hours. The battery should be conditioned every 12 months by biomedical engineering. The battery should be replaced every 2 years by biomedical engineering. See the bd alaris¿ pcu model 8015, alaris¿ pcu model 8015, bd alaris¿ pump module model 8100, and alaris¿ pump module model 8100 technical service manual for more information about battery testing and replacement. During the inspection of the suspect pcu, the battery date code was noted as week 32 of 2017. There were no other findings observed that could be attributed to the reported complaint. All pcu inspected parts were determined to be manufactured by bd. There was no patient involvement. Root cause: the root cause for the reported issue where the machine alarmed and displayed the message 'defective battery' was determined to be battery deterioration. The source pcu¿s battery is approximately 8 years old and exhibited reduced capacity. Note that this report lists imdrf annex a040502, a0401, c0601, c07, d0302, d15, g02017, g02026 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.